Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to reported partial implant(d6a) date: "implant date was more than 10 years"

Event description:
Patient reported "rupture". Later healthcare professional reported "rupture". Later healthcare professional reported "mixed echogenic lesions". The events are no longer reportable to the FDA as the device is not PMA approved. Device was explanted.

Manufacturer narrative:
The record is no longer reportable to the FDA as the device is not PMA approved.